Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to incontinence as the urethra weakened over time. A new artificial urinary sphincter consisting of a downsized from a 5.0 cm to a 4.0 cm cuff, pump, and balloon was implanted. No further patient complications were reported.